Event description:
(B)(4). Essure was installed in (B)(6) 2009, and it was confirmed my fallopian tubes that closed in (B)(6) 2009. Not long after I started having pelvic pain that increases in intensity to the point that I would come close to blacking out from the pain. By (B)(6) 2011 the pain was so severe that my doctor performed an exploratory laparoscopy to diagnose the pain. She suspected endometriosis but did not find any. Instead she found all of my pelvic organs adhere to one another with scar tissue. She separated what she could but given the surgical setting was limited. I moved to another state a month and a half later for a new job. I had to wait out another 10 months before had enough leave time to finally get the surgery I needed to separate the rest of the organs. During this time I also started to have increased bring fog, and bloating to the point where I looked pregnant. In (B)(6) 2012 I had abdominal surgery that took care of separating the pelvic organs and also removed my right ovary and fallopian tube due to the pain and injury in that area. My doctor left both essure implants in place. The pain resolved slightly but I continued to have pain all across my lower abdomen that I resigned myself to thinking I would just have to live with the rest of my life. If brought about a lot of depression. And 2016 I heard of the blackbox warning as well as the nickel content. As a teenager I had suspected I was allergic to nickel given my dermatologic reaction to certain jewelry. When I was in my (B)(6) I joined the navy and suffered such an allergic reaction to the ID tags that I was allowed exemption from wearing them. Given this information on my ongoing pain I decided to get a metal allergy test. He confirmed I was allergic to nickel in (B)(6) 2017. On (B)(6) 2017 I had a partial hysterectomy to remove my uterus and remaining left flow fallopian tube along with the essure. At that time my doctor also had to separate my omentum from my uterus and my bowels which were all attached to the abdominal wall with scar tissue. I am currently a week out from the surgery and feel very different. My allergies to other items such as trees, grasses, cats etc. Had gotten to the point where I was taking 20 mg of allergy medication a day with a little relief. My teeth are also hurting although I didn't realize to what extent until after the implants were removed. Despite the fact that I am currently recovering from abdominal surgery I feel immensely better than I have in years. My bloating is gone except around the surgical site which is still healing. My teeth no longer hurt, each day brings greater clarity in my ability to think and process information. My other noted allergies feel like they have disappeared.